Manufacturer narrative:
We received one quadruple dpt - vamp plus kit for examination. The reported event of inaccurate pressure reading was not confirmed. All four dpt sensors zeroed and sensed pressure accurately on the pressure monitor. Pressure readings of the sensors were stable during an 8 hour output drift test. Electrical testing also showed that both input and output impedances were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during a pressure test. No visible defect was observed from the kit. Lot number was not provided, therefore review of the manufacturing records could not be completed. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. The IFU for disposable pressure transducer gives instructions on zeroing and calibration of the dpt. "Adjust the level of the transducer vent port (the fluid-air interface) to correspond to the chamber where pressure is being measured. For example, in cardiac monitoring zero at level of the right atrium. This is at the phlebostatic axis, determined by the intersection of the midaxillary line and the fourth intercostal space." It also instructs the clinician to "adjust zero pressure reference each time level of the patient is changed." Given the picture supplied by the facility, there is the potential that user factors could have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the a-line and the nipb values are not correlating after open heart surgery in ICU. The values were up to 30-50mmhg off. At this time no patient injuries have been reported. A sample photograph taken at the hospital of the customer set-up indicates that the device was not at the phlebostatic axis. It is unknown if the device was re-zeroed upon transfer of the patient from the or to the ICU. Patient demographic information is unknown.